Event description:
It was reported that post implant a realize adjustable band, the port was noted to have flipped on (B)(6) 2010. The port was replaced on (B)(6) 2010 with reported patient consequence.

Manufacturer narrative:
(B)(4). Anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Biological debris impeded port function. The velocity port and the locking connector were returned for analysis. Visual/functional comments: punctures were observed at the back of the port at the etched lot number area. The port was returned with hooks retracted and the actuator ring in unlocked position. The locking connector was locked correctly. The tubing strain relief was not returned. Biological debris was observed in the port mechanism. Port mechanism was observed to be blocked. Hooks could not be deployed with the use of a sample applier and manually. The port was dismantled and biological debris was blocking the port mechanism. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.